Event description:
The customer reported that this suture hook was being used to pass a suture through the labrum when it snapped off in the pt's shoulder. It was reported that the surgeon used considerable pressure to pass the hook through the tissue because it was blunt. The surgeon removed the broken hook from the pt's shoulder using a grasper without injury to the pt. This event prolonged the surgery by an hour. To date, the pt is doing well.

Manufacturer narrative:
Investigation findings: to date, conmed linvatec has not received the device for evaluation. A follow-up report will be sent upon receipt of the device and completion of an evaluation. This device is a limited reuse product. The instructions for use (IFU) supplied with this device cautions the user: do not exceed five procedures per limited reuse suture hook. Avoid lateral stresses to the instruments or device function may be compromised and unintentional pt injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.